Event description:
Berman angiographic balloon catheter burst while injecting. Settings as 12 m/s, 14ml, 500psi, rise 0.5. Actual as 9.2 m/s and 14mls. All catheters removed. Alternative catheter used.